Event description:
It was reported that the pump exhibited a force sensor failure. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the pump in good condition with no appearance of any physical damaged. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. Unable to duplicate the force sensor test error at power up and all the reading of force sensor within the required specifications. The customer manipulated the pump during its self-test, by entering the biomed code 2580 customer was able to clear the force sensor test error. The root cause was customer induced via the customer's disturbance of the pump during its self-test process. Performed preventative maintenance and recalibration of the pump. D4 (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).